Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, the unit displayed circuit clogged and the ventilation is in standby. There was no reported patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system. There was no malfunction of the ge healthcare equipment. The batteries were depleted because the system had not been plugged in to charge the batteries. Because there was no malfunction, this event is not reportable.